Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The customer stated that the events leading to his admission was no delivery alarms, vomiting, and nausea. Troubleshooting was performed. The programming, time, and date were correct. Reviewed, the alarm history and found multiple no delivery alarms. Ran a fixed prime test and the insulin exited. Advised the customer to call back when the tubing clamp arrives to complete the troubleshooting. During the call, the customer mentioned that the cannula was occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.